Manufacturer narrative:
Clarification to device manufacture date: june 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts event described as "slider resistance is invalid" during implantation in right eye. No eye injury noted. Surgery was completed with back-up device.